Manufacturer narrative:
(B)(4). Additional information: cartridge. The analysis results showed that two ecr60w cartridge reloads were received for analysis. Cartridge (a) ecr60w, l51w9h was received fully fired and in good visual condition. Cartridge (b) ecr60w, l51w9h was received partially fired 1/16 and in good visual condition. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload (b) was reset and loaded into a ple60a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported cartridge retention event could not be confirmed as no device was returned for evaluation. The cartridge reloads were loaded into the test device without difficulties and did not fall out during the visual and functional testing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a gastric sleeve procedure they used two white reloads that would not retain in the device properly. One reload was removed. The second reload was used. No other information is available at this time. It is unknown if the second reload fired properly however no report was given to the rep that there was a firing issue. There was no patient consequence reported. The device was discarded; the two reloads are returning for analysis.